Manufacturer narrative:
The spectra cylinder was visually inspected and functionally tested. There is a crease in the outer silicone layer of this cylinder approximately 52 mm from the rear tip. This cylinder functions as intended.

Event description:
It was reported that the patient had his spectra penile prosthesis removed due to unspecified reasons. No patient complications were reported in relation to this event.